Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported patient lost therapy approximately around (B)(6) 2020. As a result, patient underwent surgical intervention wherein the ipfg was replaced with a new battery. Reportedly effective therapy was restored.